Event description:
It was reported that a malfunction occurred with code 16-0x20e6, and no notable events happened prior to this issue. There was no adverse impact to the customer's blood glucose level. The customer was informed that the pump needed replacement, and a replacement pump, serial number 1420207, was provided by technical support to ensure insulin delivery was uninterrupted.